Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway. The catalog number identified has not been cleared in the us, but is similar to the groshong s/l titanium low profile port products that are cleared in the us. The 510 k number and pro code for the groshong s/l titanium low profile port products are identified.

Event description:
It was reported that approximately six years post port and catheter placement, a catheter break between 20 and 21 cm was allegedly identified via x-ray. It was further reported that the distal segment of the catheter was adhering to the patient; considering risk of removal, the segment remains in the patient. Reportedly, the port body was removed. The patient was reportedly stable post port removal procedure.